Event description:
It was reported that during a tcar procedure, a dissection was caused during insertion of the arterial sheath of the neuroprotection system (nps). The physician resolved the dissection event with a stich on the posterior wall of the right common carotid artery (cca). The procedure was completed successfully with no health consequences or impact to the patient.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.